Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted manufacturer report inadvertently provided information not relevant to the event reported on the initial manufacturer report.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The previously submitted manufacturer report involved events with the patient following generator replacement with pulse gen model 103 (sn (B)(4)). The explanted device has not been returned to date.

Event description:
Clinic notes dated (B)(6) 2014 indicated that the patient suffered a bad seizure approximately one month prior. The physician recommended to decrease oxcarbazepine until discontinuing on (B)(6). It was noted that device diagnostics were within normal limits. The clinic notes indicate that the patient is concerned with the increase in seizures and that the patient's mother witnessed approximately 3 seizures per month. The patient was referred for generator replacement. No known surgical interventions have been performed to date.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Additional information was received stating that the vns patient¿s device pulse width and frequency had been programmed back to settings prior to replacement which in turn caused the patient¿s increase in seizures. The patient had a seizure on (B)(6) 2014 that was different as the patient did not lose consciousness and was responsive. The patient stated he was ¿out of it¿ for at least 30 minutes. This seizure type recurred on (B)(6) 2014 and also noted having a major motor seizure on (B)(6) 2014. The patient¿s device settings increased during an office visit on (B)(6) 2014. The patient stated that he was unable to perceive magnet mode stimulation. The patient¿s seizures were noted to not be above pre-vns baseline levels. No changes to medications or other external factors occurred that may have contributed to the event.